Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation. Perforation is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.

Event description:
The jetstream g3 was advanced to treat a small lesion located in the proximal anterior tibial artery. The device was advanced and engaged in the minimum diameter mode just proximal to the bend in the anterior tibial artery. The patient experienced some calf pain. The device was removed and an angiogram revealed a perforation at the treatment site. Angioplasty was performed and containment of the extravasation was achieved. The decision was made to end the procedure and perform an ultrasound in the morning. Palpable pulse was obtained.